Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The back enclosure is cracked between the probe entry cover and the black foam around the manufacturers serial label. The probe pad has an ink mark on it that could also cause a poor image quality. There are scratches on the touchscreen of the front enclosure. These issues are due to mishandling of the device. The root cause is due to the beamformer board and use related. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text: evaluation findings are in section h.11.

Event description:
Per biomed - poor image quality-fuzzy.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - poor image quality-fuzzy.